Event description:
Related manufacturer reference number: 3006705815-2022-00030, 3006705815-2022-00031. It was reported that patient experienced several falls and has pain at the ipg site. As a result, the ipg was repositioned to address the issue. During the revision the physician noticed that the leads had a break in the sheath so both the leads were explanted and replaced addressing the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.